Event description:
At device interrogation, intermittent resynchronization due to atrial fibrillation events conducted by atrial on few cycles. As patient has no symptom, no programming. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).